Event description:
It was reported that the patient was admitted in the hospital due to experiencing increased pain and weakness in the legs, following the permanent implant procedure. The physician confirmed that patients issue was not device related and no malfunction was suspected. The physician noted that they were normal post-surgical and post-anesthesia symptoms. The patient had been discharged from the hospital and was doing well.